Manufacturer narrative:
The device was received not deployed. When opening the needle mechanism deployed. Download data showed no timeouts or drive stalls. Damage on the inside of the top housing indicates that at deployment the linkage assembly ran into the top housing, which caused the device not to deploy. No other issues could be found that would cause the device not to deploy.

Event description:
It was reported that the needle and cannula did not deploy during the activation process.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.